Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument and found an obstruction in cap piercer drain line #180. The fse removed the obstruction from drain line #180 to resolve the issue, no further leaking was observed. The instrument software version is 5.4. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a contained leak from the cap piercer ton top of the sample tube racks on their unicel dxc 800 pro synchron system. The customer stated the cap piercer leaked on top of capped sample tubes and described the volume of the fluid as approximately 20 cc. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.